Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, h2, h3, h4, h6, h11. The customer contacted olympus technical assistance support (tac) via phone reported a b30 (scope communication error) with multiple scopes. Customer did not have the serial number of the cv-190. Customer confirmed that they have tried cleaning the scope with alcohol. Customer also confirmed that they do power down when plugging a scope in. They still got the error. It was advised disconnecting and reseating the light source cables. This did not help either. They did not have another cart to try swapping the cv or clv. It was advised getting loaners for the devices as there was nothing else they could do without having another cv or clv to continue troubleshooting. The customer disconnected the call. No further action is required. Either the clv-190 or cv-190 needs to be repaired. The device will not be returned to olympus for evaluation. A definite root cause could not be identified tracing to the device malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had b30 (scope communication error). The issue occurred during a diagnostic colonoscopy procedure. There were no reports of patient harm.